Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
This report was reported to the FDA under mw5092958. It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery two unspecified saline breast implants experienced hashimoto¿s disease, vitamin d deficiency, hormone imbalance, fibromyalgia symptoms, uti¿s, headaches, feeling cold, food intolerances, fatigue, muscle and body pain, green discharge from nipples, breast pain, cysts, acne, inflammation, bloating, brain fog, memory loss, joint pain, weight gain, blurry eyes, sensitivity to light, adrenal fatigue, no libido, easy bruising, slow healing, difficult swallowing, gagging, nausea, irritable bowel syndrome, candida, burning mouth, insomnia, ear ringing, heart palpitations, chest pain, heart pains, numbness in fingers, tingling in fingers, cold hands, cold feet, liver problems, anxiety and panic attacks post procedure. As a result, patient underwent bilateral removal and replacement with two unspecified saline breast implants on (B)(6) 2018. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient filled an additional report to the FDA under mw5093357. Patient also experienced paralyzed legs. Date of implantation is 9/16/2007 date of event is 1/1/2008 manufacturer¿s reference number:(B)(4).